Event description:
It was reported that this right atrial lead was explanted due to exhibiting noise and a lead safety switch was triggered. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).